Event description:
The distributor reported that the user facility informed them of the following incident: default as pt line was connected to a lumbar catheter kit. Pt was moved from theatre to ICU. It was found to be blocked in ICU. A new pt line was connected and it drained well.

Manufacturer narrative:
A complete drainage accessory kit was received in its original pouch for investigation. It looked like not used at all. Visual examination revealed no anomaly. The pt line was functional: it was flushed without problem. When connected to the bag, the system was patent and no obstruction was found. Mfg records of the concerned lot number were reviewed and no anomalies were detected. The analysis of the returned device did not allow to determine the exact cause of the reported problem. No similar complaint was received to date for this product.